Event description:
In 2008, a customer contacted baxter technical service center regarding a system error 2240 during initial drain while using the home choice system. The home patient (hp) was not connected when the alarm sounded. On ten days later, the nurse was contacted and stated that the pt developed peritonitis. The nurse stated that the transfer set became disconnected from the patient's catheter and fell to the floor during therapy on original date (same day as 2240 alarm). The caregiver wiped it off with alcohol, reconnected it to the pt and continued with therapy. The caregiver and patient saw the nurse on the next day, and the transfer set was replaced. The date of diagnosis for the peritonitis was that day. The hp experienced abdominal pain. There was no exit site or tunnel infection. A cell count was performed on the same day, and leucocytes were 357. A culture was also performed on that day, and staphylococcus caprae was identified. The hp was given ancef and gentamicin from that through the following month. The hp recovered from his episode of peritonitis on the last day, and is currently doing well.

Manufacturer narrative:
The sample was discarded and the lot number is unknown.